Event description:
Catheter was blocked; therefore, the nursing staff was attempting to unblock the catheter by milking the connecting tube. (Milking was massaging the connecting tube from area closet to pt down to the drainage bag). At this time, the catheter separated from the plastic hub. They were supporting the catheter so there was no pulling. Numerous fibrous tissues were noted in the catheter. Pt is fine and being released from hospital. Insertion of new catheter was not required.

Manufacturer narrative:
(B)(4). Still under investigation at this time.